Event description:
A company representative reported, on behalf of the customer, an energy system message was displayed and when the laser was switched off, the gantry moved downward. There was no pt involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).